Manufacturer narrative:
Product analysis: a hawkone device was returned for evaluation. No ancillary device or images were returned with the device. The device was removed from the packaging for inspection. The device was returned connected to the cutter driver. It should be noted that a bend was noted in the catheter shaft beneath the strain relief. Inspection of the distal assembly revealed biological substance within the distal housing. Microscopic inspection of the cutter window revealed that the cutter was returned retracted into the window. Biological debris was noted around the cutter. The thumb-switch was attempted to be advanced when it was noted that upon advancement of the thumb-switch there was no movement of the cutter. The slide cover was inspected, and it observed that the drive shaft was fractured and separated. The drive shaft was bent, and a portion was exposed; however, the fractured end remained unexposed in the slide cover. It should be noted that the coating at a bend in the drive shaft was damaged and the coil was exposed. A tweezer was used to pull the fracture face out of the slide cover. The fracture face on each side showed evidence of a ductile fracture and twisting. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: pre-dilation was not performed. Lesion exhibited 90% stenosis. It is reported the packer would not fully pack down. Forward pressure had to be kept on the thumb switch to keep the device turned off for safe removal from the patient. No deformation was noted in the cutter. No unusual sounds were emitted from the motor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using a hawk one-h1-lx device with a non-medtronic 7fr sheath and a 5 mm spider fx as a guide wire and embolic protection, during the treatment of a slightly calcified stenotic lesion in the patient¿s left mid superficial femoral artery (sfa)/popliteal artery. None tortuous vessel and slight calcification were reported. IFU was followed and the device was prepped without issue. The vessel was post-dilated. During procedure, physician made 3 passes and noted plunger was not packing debris. Physician attempted to turn off device via thumb switch several times but felt like it was jammed. Device was removed for cleaning but nothing came out of device. Physician completed procedure with a new hawkone lx device with no further problems. No patient injury was reported.